Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a 980 ventilator alarmed ¿no oxygen (o2), ventilator inoperative and safety valve open¿. The patient was removed from the ventilator and manually ventilated with 100% bag valve mask, before being placed on an alternate ventilator without harm.